Event description:
After the inspire system removal procedure was completed, the patient developed a bleed at the neck incision site. Physician brought the patient back into the or, evacuated the area, and achieved hemostasis using cautery.